Manufacturer narrative:
The serial read-out of the pumps was provided and analyzed. The logs of the concerned pumps recorded an interruption of internal communication or a watchdog reset. This is possibly due to interferences in the operation theatre. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova representative replaced a pump with a loaner unit and the cable connecting the pump to the system. Further details are still pending and the investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that two pumps of an s5 system stopped during procedure. The suction pump stopped with an error indication and the cardioplegia pump stopped with display blackout. There was no patient involvement.